Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred with multiple cartridges after filling the cartridge with 120 units of insulin. The customer¿s blood glucose level was 253 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.